Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in device trace download and pump error 63 alarmed during self test due to broken trace at u1 pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer assisted with self test and pump error returned. The insulin pump will not be returned for analysis.